Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On an unreported date, the patient was treated with vancomycin, (1g, ip twice per week). Five days after the onset, the patient was hospitalized for the peritonitis. The patient¿s pd catheter was removed and hemodialysis therapy was started. Hemodialysis therapy was ongoing and the patient¿s recovery status was unknown. On unreported dates, the hp was retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.